Event description:
Femur fractured 3-4 cm below the lesser trochanter. It was reported that the pt is (B)(6) years old and that the bone cortex is thin. It was reported that the fracture probably occurred during the use of the broach but it was not detected during surgery. The stem was not revised, a fixation plate was used as treatment. Ref. MFR# 3005180920-2013-00082.